Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. During troubleshooting with tandem technical support, it was discovered that the insulin gauge was accurate. There was no adverse impact to customer¿s blood glucose level.